Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose and drive support cap is loose. The customer had symptoms of nausea/ vomiting and treated with pump. Customer's high blood glucose range goes from 50-110 and 200-400 mg/dl. Customer getting highs and lows. Troubleshoot was performed for high readings. Customer report customer does not allege pump was under delivering. Customer reports damage to the drive support cap. The drive support cap is loose. The customer had further declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.